Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50 x 24 synergy drug-eluting stent was selected for treatment. However, as soon as the package was opened, it was noted that the tip of the stent was coiled. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.

Event description:
It was reported that stent damage occurred. A 2.50 x 24 synergy drug-eluting stent was selected for treatment. However, as soon as the package was opened, it was noted that the tip of the stent was coiled. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.50 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged on the distal stent strut rows with stent struts pulled and stretched distally. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. Stent damage most likely occurred during preparation when the stent protector was removed. A separate damaged stent was received also with no sds. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. Tip damage most likely occurred during preparation. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.